Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study reported the anticipated volume was 3.7 ml and the actual was 9.0 ml.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study on 2018-jul-25 regarding a patient receiving morphine (15.0mg/ml at 2.689mg/day) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that per the physician, the patient experienced possible under treatment or catheter failure due to reservoir volume inconsistency on (B)(6) 2018. On that date, the patient experienced increased pain. A catheter check was done on (B)(6) 2018 under fluoroscopy and was negative for any catheter problems. It was specified that the catheter was functioning normally. It was noted that the issue was resolved on (B)(6) 2018 and required surgical intervention. It was later reported that no action was taken (note: this conflicts with the previous report that surgical intervention occurred). The etiology indicated the event was unlikely related to the device or therapy and was not related to the implant procedure. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a clinical study on (B)(6) 2018. It was reported that no surgical intervention occurred and the cause of the volume discrepancy was not determined.